Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button cover was missing and the internal switch was corroded. The cause of the non-functional response button is the corroded switch. The root cause of the corroded switch was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons are non-functional.